Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, photos of the instrument provided by the local staff were reviewed. The technical investigation revealed that the stent is deformed in its center (i.e. Few struts are bent) and displaced on the balloon by about 4 mm in proximal direction. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon is still well folded and shows no signs of inflation. The photos provided show the device with the stent being deformed in its center. Judging from the x-ray markers the stent is not displaced which implies that the stent must have been displaced after the photos were taken. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that, according to the IFU, pre-dilatation of the lesion is mandatory.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of the moderately tortuous distal lcx. A stent deformation was noticed after the attempt to get to the lesion with direct stenting. The orsiro did not get close to the lesion, it could not get beyond the proximal part of the left cx (area with no lesion). Another orsiro was used with no problem afterwards.